Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Images from field appeared to show an occluder device covered in blood and distal disc appeared deformed cobra. Based on the information received, the cause of the reported device deformity could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that, per the instructions for use, the recommended size delivery system for use with a 26 mm septal occluder is an 10f. A 12f delivery system was used.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 26 mm amplatzer septal occluder was chosen for implant using a 12 f amplatzer trevisio invascular delivery system. During the procedure, the occluder deformed into cobra head during the deployment of the left atrial disc. The device was attempted to deploy multiple times within the left atrium, but the desired shape was not recovered. The device was retraced into the right atrium and the both discs were deployed but the desired shape was not achieved. After the removal of the discs from the patient's body , the left atrial disc remained in the cobra head configuration. The procedure was completed using a new 26mm amplatzer septal occluder. It was observed that there was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.